Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (2 grams; route, frequency, and duration not reported) for the peritonitis. One day after onset of the peritonitis, the patient was diagnosed with septic shock manifested by low blood pressure. That same night, the patient died due to septic shock and septicemia. It was unknown if the patient had recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. It was not reported if dianeal and extraneal therapies were ongoing until the time of death. Additional information is not available at this time.